Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bits were broken during surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the drill bit was broken. The investigation of the complained drill bits shows that the tips are broke off. The drill bits were analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The cross section surface shows no irregularities; the broken part was not returned therefore; the exact cause which has led to this occurrence could not be determined. Due to the age of the device the damages were caused due to normal wear and tear. Blunt drill bits require more mechanical power during the application; therefore the blunt or damaged instruments should be exchanged before surgery. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.